Event description:
The following has been reported: nurse in micu received the "admin set not recognized" alarm when prepping the pump for a patient. Nurse reported that he attempted to clear the alarm by backpriming and reinserting the set also by removing and reinserting the set. (Ivenix was not with him when the failure happened and can not completely confirm exactly what was / wasn't done). After trying multiple times to remove and reinsert the set and continually receiving the set not recognized error, the pump eventually showed the pump problem alarm screen. The admin set (which had been primed) was moved to another pump and used without issue. Upon receiving the pump, a fresenius kabi rep powered up the pump and the pump powered up without issue and without alarming. It was only after inserting an admin set that the alarm was displayed. An active infusion was not delayed. Reporting due to the referenced issue. No adverse effects were reported. This pump has not been returned to fresenius kabi for investigation. There have been no new reports regarding issues with this pump after 3 months since the event; a review of the logs identified the issue as a common to ipc pneumatic valve leak failure. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.